Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm and was not able to rewind. Customer also reported to have received an off no power alert without first receiving a low battery alert. Customer's blood glucose was unknown. After troubleshooting, customer was advised to call back in order to continue troubleshooting for motor error alarm.